Manufacturer narrative:
D product information, g4, h4: updated. Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
Medwatch (mw5176572). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the cadd-solis pumps was constantly displaying error messages. The same pump, which had previously been reported for a clamp issue, malfunctioned twice. The patient experienced two different alerts afterward, both of which were resolved by changing the cassette. The reported dose was remodulin at 41 ng/kg/min via IV infusion using the solis pump. The reported product fault occurred while in use with a patient, but it did not cause or contribute to any patient or clinical injury. The patient had a backup device and was able to successfully continue their infusion.